Event description:
The patient was hospitalized for elevated blood glucose levels and dka.

Manufacturer narrative:
The patient did not report the event at the time of the occurrence. The patient continued to use the pump for approximately one month with no reported events, and the pump was subsequently returned to animas for evaluation due to visible moisture behind the screen. The pump was evaluated and found to have a keypad leak.